Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number : 2017865-2021-21897. It was reported that the patient's atrial and ventricular leads dislodged and had pulled back into the superior vena cava and right atrium. The patient was in normal sinus rhythm, stable and suffered no ill effects though occasional right sided stimulation. The patient was taken to the electrophysiology lab and both the ra and rv leads were repositioned into a proper position. The patient left the electrophysiology lab in good and stable condition.